Manufacturer narrative:
(B)(4).

Event description:
It was reported that a non-critical alarm was heard due to elective replacement indicator (eri) and confirmed by telemetry. No patient symptoms were reported. They were not sure whether it was the pump or programming issue. The pump infused dilaudid 25 mg/ml and bupivacaine 25 mg/ml. The replacement is to be planned.